Event description:
It was reported that during central processing, the permanent cautery hook was identified to have a frayed cable. There was no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument associated with the reported event and completed a device evaluation. Failure analysis found the instrument to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Cable breakage may be attributed to a reduction in the ultimate strength of the material, which may be the result of damage to the cable through external collisions during use or reprocessing. Additional observation related to the reported complaint: the housing was removed and the pitch cable was found to be dislodged on the proximal end of the device, which has the potential to result in yaw motion irregularities. These findings are attributed to component failures.